Event description:
The pt was reportedly hospitalized for four days due to a skin flap infection after trauma to the head. The pt had incision and drainage of the skin flap. Pt was prescribed intravenous antibiotics (type unk); pt is scheduled for device explantation.